Manufacturer narrative:
H3 other text : device not returned

Event description:
It was reported that signal loss occurred. Performance data was reviewed. Signal loss was not found within the investigation window. The allegation was not confirmed. However, a transmitter failure was found in connection to the reported allegation. The probable cause of the transmitter failure could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction g6:type of report: follow up h2: additional information - correction h6: investigation conclusion ¿ additional information d9 : device available for evaluation.

Event description:
It was reported that signal loss over one hour occurred. Product has been returned and the investigation is being reviewed. A supplemental report will be submitted after the review is complete. A follow up report will be submitted upon completion. No injury or medical intervention was reported.